Event description:
Per the clinic, the device was explanted on (B)(6) 2021 due to the patient requiring frequent mris . The patient was reimplanted with another cochlear device during the same surgery.